Event description:
Over a one year period, the facility had four residents who had fractures of either an arm or a leg the only common element for these residents was that they had been lifted with a lift approximately one day prior to when the fracture was identified.

Manufacturer narrative:
The customer reported that over the course of one year they had four residents who exhibited bruising and when they were evaluated by a physician, it was determined they had a fracture. Three had an upper arm fracture and one had a femur fracture. No surgical intervention was indicated and each of the extremities was immobilized with a sling. There had been no obvious incident or trauma at the time they could say was the cause. Each of the residents was completely dependent and had a history of osteoporosis. They also had contractures of their extremities. The customer conducted an internal investigation and the only common element they came up with was that each of the individuals had been transferred via a patient lift approximately 24 hours prior. The customer denied any trauma or 'pulling' of the residents when using the lifts. Different lifts were used throughout the facility as the residents were located on different floors. Slings from different vendors were used on two of the lifts. This is contraindicated and specifically stated as a warning in the owner's manual. They continue to use the lifts in the facility. There have been no further incidents or complications reported. At the time the lifts were being used, there was no indication an injury had occurred. We are unable to determine what role if any the lift may have played in the incidents. A root cause has not been identified.